Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery lifetime and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was explained with possible causes of battery depletion. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 02/24/2025 23:51:00.000. 02/25/2025 09:01:00.000. 02/26/2025 07:01:00.000. Pump error 23 alarm was found on: 02/25/2025 01:53:31.000. Power loss alarm was found on: 02/24/2025 23:39:53.000. 02/25/2025 01:54:01.000. 02/25/2025 01:54:08.000. 02/25/2025 08:37:47.000, 02/25/2025 08:47:00.000. Insert battery alarm was found on: 02/20/2025 19:53:38.000. 02/23/2025 21:16:46.000, 02/23/2025 21:26:00.000. 02/24/2025 03:40:47.000 to 02/24/2025 03:57:50.000. 02/24/2025 23:24:57.000 to 02/24/2025 23:58:28.000. 02/25/2025 01:53:01.000. 02/25/2025 08:00:50.000 to 02/25/2025 08:44:06.000. 02/25/2025 12:13:18.000. 02/26/2025 06:58:39.000, 02/26/2025 06:59:42.000. 02/26/2025 08:14:50.000, 02/26/2025 08:24:00.000. Failed battery alert/battery failed alarm was found on: 02/24/2025 23:44:43.000 to 02/24/2025 23:53:56.000. 02/25/2025 08:14:28.000 to 02/25/2025 08:24:00.000. 02/26/2025 06:59:29.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump loses power. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Low battery alert was unexpected. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 02/26/2025 07:01:00 faster than expected at 0.0 days. Battery cycle 2 received the lowbatteryalert (104) on 02/24/2025 23:51:00 faster than expected at 0.0 days. Battery cycle 3 received the lowbatteryalert (104) on 02/07/2025 21:10:00 after more than 7 days at 19.83 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 26-feb-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 02/20/2025 14:51:00.000 02/22/2025 12:59:00.000, 02/22/2025 13:09:00.000 02/22/2025 15:39:00.000, 02/22/2025 15:49:00.000 02/24/2025 10:38:00.000, 02/24/2025 10:48:00.000 lostsensor2alert (781) was found on: 02/20/2025 15:09:00.000 02/20/2025 15:19:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Charge/battery lasts less than expected/low battery alert was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, charge/battery lasts less than expected/low battery alert was confirmed due to slight corrosion on the pcba 1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.